Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that poor signal was observed. The device has migrated or was injected in the pleural space. The patient condition is stable.

Event description:
It was reported that device fell into another space of the body by the lungs and that was the reason for the inability to communicate with the device and the programmer. It was able to verify the app communicated with merlin profile and device check today (B)(6) 2019. It was also found intermittent device /daily alert checks and intermittent heart beat connections. No further assistance needed.

Event description:
New information notes the device was explanted. The patient condition is fine.

Manufacturer narrative:
Analysis was normal. No anomalies were found.